Manufacturer narrative:
The device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a surgery four device shutdown occurred, including three of them which were caused by collisions.

Manufacturer narrative:
Device history record review and complaint history review did not identify any contributing factors. Technical investigation was performed by reviewing log files from the subject surgery. It indicated that first error was due to a design defect. The second and third errors were due to collision and the fourth error was due to the manual brake release button not in the normal position. IFU review and training record review was performed and indicated that user was experienced and was also assisted by a medtech field service engineer during the subject event. The IFU provides indications concerning vigilance device management to avoid collision. On this occasion the collisions can be considered to be due to a user error.

Manufacturer narrative:
It was confirmed that a manufacturer's field service engineer was present when event occurred, therefore the awareness date for this event is identical to the event date: (B)(6) 2018. The device br16004 has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.